Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to flattened express bolus button dome switch. No blank display during testing. No damage found on the lcd isolation tape noted. Unable to verify weak battery alarm due to button error alarm and no button response.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and blank display. The blood glucose at the time of the incident was 183 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.